Event description:
The customer received a questionable low result from a coaguchek xs meter for one patient. The serial number was requested but was not known. The result from the meter was 8.0. The result from the laboratory test for the patient was 17.0 inr. The laboratory reagent was requested but was not known. The customer did not know if there was a greater than sign with result of 8.0 or if the meter units were set to inr. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.